Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: prolift pelvic floor repair product code pfrt01, (B)(4), exp date: 05/31/2007. Tension free vaginal tape /obturator. Product code 810081, (B)(4), mfg date: 06/15/2006, exp date: 05/31/2007. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). There are two possible devices involved in the event as follows: prolift pelvic floor repair: product code pfrt01, batch 2925010, exp date 05/31/2007, mfg date 07/05/2006; tension free vaginal tape /obturator: product code 810081, batch 2926971, exp date 05/31/2007, mfg date 06/15/2006.

Manufacturer narrative:
It was reported that a patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006 and pelvic floor mesh and a sling were implanted. The patient experienced pain, infection, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient had the mesh removed due to erosion and pain. On (B)(6) 2007, the patient had a partial excision of the pelvic floor repair mesh. On (B)(6) 2011 and (B)(6) 2011, the patient had a partial excision of mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of an anterior colporrhaphy and cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, dyspareunia. The patient underwent cystoscopy due to pain and bladder problems. It was reported that patient underwent mesh revision/removal on. It was reported that the patient had diverticulitis in 2010. No additional information was provided (B)(4).

Event description:
It was reported that a patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006 and pelvic floor mesh and a sling were implanted. The patient experienced pain, infection, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures, including a mesh removal on (B)(6) 2011. No additional information was provided.